Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the programmer was unable to connect with a specific device. The programmer is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit was unable to interrogate a model of implantable pulse generator and the software was therefore reloaded to resolve. The unit then passed all functional and systems tests.

Event description:
It was further reported that the programmer was returned for service, evaluation and failure analysis.